Event description:
The facility reported an infuso.r. Pump with "no syringe clamp". It is unknown when this condition occurred. However, it is known to have occurred in the "anesthesia" department. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with malfunction of "no syringe clamp" was confirmed during device evaluation. The cause could not be identified and no action was taken. The device was returned to the customer unrepaired.